Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unable to infuse is confirmed but the exact cause remains unknown. Three photo samples of a powerpicc catheter were provided for evaluation. The first photo shows the distal end of the catheter outside of patient use. A bulge in the catheter is visible 3 cm from the distal end. Stress whitening appears to be present near the deformation in the catheter. Blood residue is also visible on the surface. The second photo sample also shows the distal end of the catheter. The depth markings are visible which show the bulge at the 42 cm depth marker. The third photo sample shows a powerpicc catheter kit sticker label. The label indicates lot: rees3233. The bulge in the catheter suggest over-pressurization of the catheter was potentially experienced. It is unknown if the flow of the lumen was occluded by material build up or a catheter kink. Based on the photo samples provided, possible contributing factors include catheter kink, precipitant formation, and dried blood occlusion. Since the condition of the catheter showed evidence of being unable to infuse, the complaint is confirmed but exact cause remains unknown. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that after a week of use, the device presents occlusion, lavage is performed without improvement, so it is decided to remove it, where a balloon-shaped dilation is evidenced 3 cm from the distal tip.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees3233 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after a week of use, the device presents occlusion, lavage is performed without improvement, so it is decided to remove it, where a balloon-shaped dilation is evidenced 3 cm from the distal tip.